Event description:
Reporter alleged blood glucose measured 109 mg/dl and within a couple of minutes began to feel sick, so took another test back to back within 10 mins which resulted in a reading of 66 mg/dl. It was stated customer was given some chocolate milk and within another ten mins glucose measured 145 mg/dl, so customer retested in two mins and glucose reading was then 245 mg/dl. Reporter stated no other actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.